Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an ER-3 message on his/her adc blood glucose monitor. As a result of the ER-3 message, the customer was unable to test, and a family member decided to administer a glucagon injection to the customer at 1 or 2 am in the morning on an unspecified date. The customer was reportedly asymptomatic at the time. There was no report of death or or permanent injury associated with this event.